Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field (B) (4). During preliminary inspection, it was observed that the device failed to power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to tin whisker growth on the connector contacts of the switch flex assembly. The customer was provided with a replacement device.